Manufacturer narrative:
H3: product analysis #705834391:equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5). Drawing(s) referenced: n/a. As found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box.. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed as distal end of the braid was not opened due to damaged braid. In addition, the proximal end of the braid was opened and frayed. The damage to the ends of the braid is possibly the results of the physician re-sheathing the device more than recommended two times. However, the cause of failure to open could not be determined. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was minimal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not fully open in the distal section, forming a fish mouth. The pipeline was recaptured and repositioned 3 times and it continued without open distally. The pipeline and the phenom 27 were withdrawn and had to be replaced. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and the pipeline was resheathed more than 2 times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The phenom was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) ophthalmic segment ane urysm with a max diameter of 9mm and a 6mm neck diameter. The landing zone artery size measurements were 3.5mm distally and 5mm proximally. The access vessel was the right femoral artery. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. The post procedure angiographic result was satisfactory.   Ancillary devices include a bmx96 penumbra sheath, navien 6f guide catheter, phenom27 microcatheter, and an avigo guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.